Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to start of the procedure, a trivial effusion was noted. At the end of the case, post implant sweep confirmed that the effusion was slightly larger than at the baseline. No interventions were performed other than the routine administration of protamine. The patient is doing well and has been discharged home.